Event description:
Post-op inflammation & wound secretion. This case is from health authority. The patient was admitted due to lumbar spinal stenosis and lumbar spondylolisthesis. Relevant preoperative examinations were completed, and surgery was performed 4 days later. Fluid gelatin was used during the surgery, and the surgery went smoothly. The patient was discharged. After surgery, the patient's lower limb pain was significantly relieved. Inflammatory indicators were rechecked, including white blood cell count of 10.73 × 109/l, erythrocyte sedimentation rate of 50mm/h, and c-reactive protein of 57.84mg/l. However, the patient's nutritional status was poor, with a height of 167cm, a weight of 55kg, a bmi value of 19.72, a 50 year history of smoking and not quitting smoking, a 40 year history of alcohol consumption, and a 20-year history of hypertension with sinus bradycardia. After surgery, there was redness, swelling, and exudation in the upper third of the wound, and the body temperature fluctuated between 37-38 degrees celsius. The patient was readmitted for treatment, and the patient was discharged with a stable condition. No device is available for evaluation.